Event description:
This procedure was part of (B)(4): on (B)(6) 2012, a second stent (unknown make and model) was placed due to the geographic miss of the protege rx.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent was implanted on (B)(6) 2012.